Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had several pump error alarms on the insulin pump. The customer stated they had to perform the rewind sequence after the insulin pump alarmed pump error. The customer was advised to remove the battery from the insulin pump. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.